Event description:
It was initially reported that patient was to have a MRI on (B)(6) 2012 for the opening of the pump (catheter). It was later reported on (B)(6) 2012 that patient had experienced a change in therapy effect with acute pain in the lower back. Patient had the pain a few months ago and also had trouble walking. The healthcare provider (hcp) was aware of the issue and was to perform two MRI's to determine what the issue was. The first MRI was to look at the tip of the catheter and the 2nd MRI was to look at the lower part of the back. Hcp was looking for a pinched nerve or if the pump was lying against a pinched nerve. The MRI date was pushed back pending insurance authorization. Drug delivered via the device was morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, lot# j11159r13, implanted: 2002 (B)(6), explanted: unk; catheter model: 8578, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk. (B)(4).

Event description:
Additional information stated that prior to the magnetic resonance imaging tests the patient was "sick and having problems."

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. Health care provider (hcp) reported they had no record of any patient's back pain symptoms. The MRI was done as part of their standard practice. They give their patient's a magnetic resonance imaging (MRI) or computed tomography (CT) scan once a year to check for pump and catheter placement. The MRI was normal. The patient's pump and catheter were still implanted. It was also reported the drug (morphine) concentration at 35mg/ml at a daily dose of 13.525 mg/day. Patient outcome was not known as of the day of this report. If additional information is received, a follow up report will be sent.